Manufacturer narrative:
Batch review performed on 01 april 2019: lot 083746: (B)(4) items manufactured and released on 04-mar-2009. Expiration date: 2013-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medica affairs director: hip revision surgery occurred more than 9 years after double-mobility total hip arthroplasty. A standard polyethylene dual mobility liner had been originally implanted and coupled with a competitor stem. Some wear of a double mobility liner after 9 years is normal; the osteolytic response depends on individual factors. According to the information received, the stem neck was not polished. Medacta double-mobility cups were not tested when coupled with competitor stems: their behaviour cannot be predicted in this condition.

Event description:
Revision surgery 9.5 years and a half after primary for osteolysis. The surgeon revised cup and liner successfully.